Manufacturer narrative:
(B)(4).

Event description:
It was reported that the amplitude of sensed r-waves had decreased. The right ventricular lead was capped and replaced. The patient's condition was fine post procedure.